Event description:
The following information is from an article published in revista espanola de cardiologia; "transcatheter closure of patent ductus arteriosus using the amplatzer duct occluder in infants under 1 year of age:" between (B) (6) 2005 and (B) (6) 2008, the 29 medical records from various hospitals in (B) (6) were analyzed for patients under one year of age undergoing percutaneous closure of pda with the amplatzer duct occluder (ado). The following complications were reported: a (B) (6) patient with a type-a duct of 2.7 mm diameter, the device migrated toward the bed of the descending aorta, but was subsequently removed successfully using a double lasso catheter. The duct was finally occluded using another type of occluder (nit-occlud 9x6 mm). This patient also developed femoral artery thrombosis that required thrombectomy and subsequent management with heparin (72h) and oral anticoagulation therapy for 3 months. Pulse was completely restored without sequelae. One patient presented blood loss greater then 5% of the estimated blood volume and that required blood transfusion.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment as well as verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the medical records and images by agas medical consultant resulted in the following findings: this patient underwent asd closure with an aso without any incident. Unfortunately, he sustained pericardial effusion within the first 24 hours and required surgery for aso removal and surgical closure of the asd. The patient did well after the surgery and was discharged to home. Transesophageal echocardiogram (tee) of the procedure and two transthoracic echocardiograms (tte) that were performed the day following the procedure were provided for review. The cath report was also reviewed. The tee was of excellent quality. The patient had a moderate sized asd for his age. The svc and ivc rims were adequate and the aortic rim was absent in some views (16 degrees). The defect was a high asd, the posterior rim was thin and flailing and the eustachian valve was prominent. The defect was dynamic in nature. In the 5 chamber view, the atrial fold mimicking the aortic rim disappeared during atrial diastole. The aorta was bald. Balloon sizing was performed to a stop-flow with a diameter of 12.2mm. A 12mm aso was chosen and implanted without any difficulty. Thorough evaluation of the aso was performed and the aso was released. The two tte that were performed the following day showed the pericardial tamponade and the second echo performed after the blood was drained showed normal cardiac function. In the operating room, a hematoma was seen on the aortic root during exploration. According to agas medical consultant, the following conclusions were drawn: there was no device over-sizing based upon the stop-flow and native diameter of the defect. This was a high defect, hence a high risk defect. There was no aortic rim during atrial diastole. This was a dynamic defect. The posterior rim was thin and flailing. The aso appeared wedged with the left disc pressing into the aortic root before release. There was no change in the position of the aso after the release and hence it was wedged between the aorta and the posterior wall. The tte showed a tilted aso angle which is typical when the aso is wedged; however, this is not pathognomonic of erosion though. This was a device related pericardial effusion and tamponade. The left atrial free wall and aortic root injury caused the pericardial tamponade.